Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2023-04575 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The case details indicated necrotic aortic valve tissue present at the time of use. As well as the presence of high motor current alarms at the beginning of the case within the logs (after only 30 mins of use) it could be concluded that probable biomaterial ingestion was the root cause of this pump stop. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The medical center has not returned any product or logs to date. Upon closure of the investigation, a final report will be filed.

Event description:
The us complainant had placed an impella cp for support of a glasgow coma scale (gcs) patient in heart block with aortic valve disease. The patient was taken to the or for surgical intervention and aortic valve replacement. The pump stopped in the or and was troubleshot to re-start. The patient was allowed to come off bypass and have care withdrawn. The valve was not viable. The death is not attributed to the use of the cp. The device was discarded and will not be returned for evaluation.